Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported clip opening during efaa was not confirmed via returned device analysis. Based on all available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The triclip steerable guide catheter was inserted, and the triclip clip delivery system (cds) was advanced to the tricuspid valve. After grasping the septal and anterior leaflet, the clip opened while establishing final arm angle (efaa). After two unsuccessful efaa attempts, the clip was removed. A new clip was successfully implanted, reducing tr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).